Event description:
Procedure: lap sigmoid. According to the report: the connector fell off, and there was irregular audible feedback when the handle was squeezed. There was no report of bleeding or pt injury reported.

Manufacturer narrative:
(B) (4).